Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker contacted the customer to request additional information on the patient. The information has not been provided from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not deliver defibrillation therapy as expected. The patient associated with the reported event did not survive. It is unknown if device contributed to the patient outcome.

Manufacturer narrative:
The software logs were acquired and an additional clinical review performed. It was determined the device did not cause or contribute to the outcome.

Event description:
The customer contacted stryker to report that their device did not deliver defibrillation therapy as expected. The patient associated with the reported event did not survive.

Event description:
The customer contacted stryker to report that their device did not deliver defibrillation therapy as expected. The patient associated with the reported event did not survive. It is unknown if the device contributed to the patient outcome.

Manufacturer narrative:
A clinical review was completed and it could not be determined if the device caused or contributed to the event due to inadequate contextual information. Stryker evaluated the device and was unable to duplicate or verify the reported issue. The software logs indicate the device delivered shocks. It was noted the returned electrodes were from a third party. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.